Event description:
It was reported that during a therapeutic procedure on a pt, the physician introduced the guidewire through a cannula; but when he retrieved the guidewire for contrast injection, the nurse noticed that there was a little partial breakage at the tip of the guidewire, but it was not fully detached from the device. The complainant indicated that there were no injuries or pt complications as a result of the reported event. The complainant also indicated that no surgery or add'l intervention necessary as a result of this problem.